Event description:
It was reported that the remote transmission of the device indicated invalid data. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 694765 implantable tachy lead: (B)(6) 2009. A 407645 implantable pacing lead: (B)(6) 2009. (B)(4).

Event description:
The device was subsequently explanted and replaced for normal elective replacement indicator (eri).

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. The analyst noted that there appears to be a missing point of data in the cardiac compass on (B)(6) 2012.